Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead together with the device and rv lead was relocated from left side to right side of the patient because the patient has cancer and was receiving radiation to the left side. Lead extenders were applied to the leads. This ra lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead together with the device and rv lead was relocated from left side to right side of the patient because the patient has cancer and was receiving radiation to the left side. Lead extenders were applied to the leads. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.